Manufacturer narrative:
Product analysis: the stated reason for return of a cracked screen was confirmed at analysis though it was noted that the screen remained functional. It was additionally noted that the entire programmer was contaminated with a very sticky foreign material. The programmer failed its incoming tests and it was scrapped along with its accompanying radiofrequency head. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked screen and was in need of maintenance. The programmer was returned for service. There was no patient involvement. It was further reported that both the programmer and the radiofrequency head which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.